Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/force sensor system and excessive no delivery test. Pump received with cracked display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump was not delivering enough insulin. The customer stated that she was unaware of where the insulin was going and that it was not going into her body. The customer's blood glucose was 221 mg/dl. Troubleshooting for high blood glucose was done. The customer expressed irritability as symptoms of her high blood glucose. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. The customer also mentioned receiving a no delivery alarm. Advised customer to try using different infusion sets and a new vial of insulin as well as new insertion sites. Advised customer to revert o a back-up plan until another insulin pump was received. Advised that replaced insulin pump would be sent. Nothing further reported.